Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received procedure performed was urological/gynecological reason for mesh implantation: uterovaginal prolapse procedure (s) performed: vaginal hysterectomy, anterior posterior repair with mesh placement, sacrospinous ligament fixation, mccall culdoplasty and cystoscopy. Complications post pelvitex placement: (patient was discharged to home on (B)(6) 2006) in, 2007 - some mesh erosion - in pelvis-at the anterior repair, in the local onethird and at the hysterectomy site, mesh is still seen. Plan - removal of the mesh and re-suturing of the vaginal mucosa.

Manufacturer narrative:
(B)(4).